Event description:
From (B)(4) - information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The family member reported that at a follow up appointment on (B)(6) 2019, the patient reported that the site where the lead was inserted was very tender. The physicians assistant (ps) told the patient that the site looked fine. The patient ended up going back to a different pa on (B)(6) 2019 and mentioned that to the pa that there was pain around the lead insertion site had spread to their whole left side (left hip, buttock, lower back), that it was swollen, had become more tender, and felt hard. The pa also told the patient that there was a pocket of fluid so they were started back on antibiotics because of suspected infection. The patient was treated with antibiotics for 3 days before the implant was removed. The healthcare professional (hcp) did cultures, but the cultures did not show anything. However, a confirmed infection was reported in the event. This might had been because the patient was on antibiotics. The hcp also reported that it was more likely the patient had an allergic reaction to the material on the lead or ins. It was noted that the patient did have a allergy to nickel and the hcp was told that the lead had nickel in it. The hcp mentioned that other patients had a similar reaction like the patient was having to the nickel. The patient thought that the infection started with trial lead insertion site but that the allergic reaction to the device components started with permanent implant. On (B)(6) 2019, things became worse and the pa talked with the doctor. The patient was told to come back the next day (B)(6) 2019) and the implant device system was removed. It was mentioned that the patient stayed in the hospital until (B)(6) 2019, after the device was removed. There were no further complications reported or anticipated. On 2019-08-07, additional information received from a healthcare professional (hcp). It was reported that the pain resolved after the removal of the devices.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1wbcm, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1wbcm serial# implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1wbcm serial# implanted: (B)(6) 2019. Explanted: (B)(6) 2019. Product type lead in MFR report #3004209178-2020-13413 the following information was reported: information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient had a possible allergic reaction to the implanted system. The caller indicated that the issue occurred last year and the device was already removed. Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who indicated patient was thought to have material allergy and reason for infection, but found patient did not have an allergy. The rep wanted material specs to be sent. They indicated that the patient was previously implanted and had infection. This was 2 years ago.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1wbcm implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). It was reported that the hcp recently explanted a patient who developed pain at the site of the device several weeks after an uneventful implantation. The cultures of the site did not show infection. When the patient was asked about an allergy to nickel post-op, they confirmed they did have an nickel allergy that had been previously confirmed by a dermatologist. No further patient complications were reported as a result of this event.